Event description:
Account said that the head drive is acting like the CPR handle is partially pulled.

Manufacturer narrative:
The technician found versacare bed with head not raising and drifting down. Technician found left side CPR cable too tight causing head to drift. Adjusted CPR cable tension to repair the bed.